Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: apr 5, 2023. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received cut in 3 pieces and no defects were observed before and after cleaning the lens. No defects that could contribute to visual issues were observed. Based on the return condition of the lens no further evaluation could be performed. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. There is no indication of a product deficiency or product malfunction.

Manufacturer narrative:
Initial reporter: telephone number: (B)(6). Device evaluated by MFR: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following intraocular lens (iol) implantation the patient's expected visual acuity (va) should be 6/6 for distance vision and at least n5 for near. However, the va obtained from the surgery was not better than 6/12 distance vision. The patient's near vision significantly dropped from n8 (1st day post-operative) to n16 (2 weeks later). The patient and surgeon were dissatisfied with the outcome. There were no ocular complications during pre-assessment and the patient's eyes were healthy. The lens was eventually explanted and a replacement iol was implanted. There was no delay in treatment or other interventions performed. No further information was provided.